Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02181. It was reported that patient¿s leads were fractured after patient experienced a fall. Diagnostic system testing indicated multiple high impedance values. As a result, surgical intervention was undertaken where in the leads were explanted and replaced resolving the issue.